Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the IFU when changing the cartridge and was using cold insulin. Tandem clinical support educated the customer to follow the proper IFU when changing cartridge and to always use room temperature insulin. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.